Event description:
It was reported that the patient's ipg is inoperable. As such, surgical intervention took place wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.